Event description:
It was reported that the device produced a constant disposable alarm and would not run. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.one device was received. Per visual inspection, bent micro switch, damaged power button, cracked enclosure and tank cover, and worn and stained block assembly. Per functional testing, the disposable alarm was sounding constantly confirming the complaint. The root cause was a bent microswitch lever from usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.